Manufacturer narrative:
(B)(4). Additional information: initially, the (b)(46 patient contacted baxter's technical service center regarding a system error (se) 2240 on the homechoice device during patient use. During a follow up call to the patient on (B)(6) 2011, the patient reported that she had experienced peritonitis in (B)(6) 2011. The patient reported she went to a clinic where she was prescribed antibiotics and sent home. The patient indicated she recovered. The patient reported she had experienced peritonitis in (B)(6) 2011 and was hospitalized. It is unknown if labs or cultures were performed. Interventions are unknown. The patient has recovered from the event of peritonitis in october. The patient could not confirm if there was a causal link between the events and the baxter device, disposable products or solutions. The patient has continued on therapy. It is unknown if the event of peritonitis in october was a reoccurrence of the peritonitis event in (B)(6).

Manufacturer narrative:
(B)(4). A follow-up report will be filed should any significant supplemental information become available

Manufacturer narrative:
(B)(4). Complaint is confirmed and the assignable cause is use error - patient left spare line clamps open. There was no allegation of device malfunction reported by the customer. The sample was unavailable and a batch review was not conducted since the lot number was not provided. The label review found the labeling adequate for the use error in this complaint. A trend review was conducted and similar reports have been received for the reported problem. Additional investigation is being conducted through (B)(4).

Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 (air in line) alarm that appeared on the homechoice (hc) display during dwell 3 of 4. The technical service representative (tsr) had the home patient (hp) close all of the clamps and the transfer set, cycle power of and on twice to press go to start prompt. The tsr explained the alarm and the hp stated that she had left the spare line clamps open. The tsr explained to discard all of the supplies. The hp would finish the nights therapy manually. The hc unit was operational. No patient injury or medical intervention was indicated at the time of the initial report.